Manufacturer narrative:
Conclusion: no faults detectable. Addendum for follow up info received on 06/30/2008, from the physician: in (B)(6) 2006, the pt received poly-l-lactic acid application in the face (nasogenial fold, zygome, supra-mandibular), totaling about 40 applications in all. Poly-l-lactic acid dosage was fractioned between 0.05 and 0.1 cm3 in each application site. In left nasogenial fold an encapsulate point (or superficialization) of poly-l-lactic acid. In this area, a nodule of 0.2 cm in diameter, more touchable than visible. Energetic massages were done in the area and the physician requested the pt do the same procedure in the hours following. After 15 days, an injection of distilled water was applied (0.1-0.2 cm3) in the persistent nodule to dissolute poly-l-lactic acid. In the other 39 application sites no erythema, edema, hyperchromia or ecchymosis has occurred. In (B)(6) 2007, the pt returned to the physician and she said that after some "virus disease" crisis (sic), the pt has initiated therapy with a physician who prescribed her ortomoleculares medicines as lipoic acid, anti-oxidants per oral and immuno-modulators based on polyphenois of grape for prevention of growing old. In this occasion, the nodule has persisted, but it was not much apparent. In (B)(6) 2008, the pt returned to the physician again with cystic nodule lesion of 0.5 cm, in application site, accompanied by edema, hot and erythema violaceous. Thus, 3 different diagnoses were suggested: pyogenic granuloma, granuloma of strange body or epidermic cyst. Antibiotics and corticoids (nos) were administered per oral. For approx 3 days, there was drained yellowish citrino secretion from lesion, according to the pt. After regression of infectious process, injection intra-lesion of triamcinolone 10 mg/ml (0.2 cm3) was done every 15 days for fibrous wound healing. The pt had a significant improvement, however, she is complaining in relation to esthetic result of poly-l-lactic acid application.

Event description:
(B)(4). Initial report: this non-serious case from (B)(6) was reported by a physician via company consultant to our local affiliate (B)(4). This case involves a (B)(6) female pt who was injected with poly-lactic acid (sculptra) to increase volume (sic) on an unk date. Relevant medical history and concomitant medication info were not mentioned. The physician reported that the pt presented with an infectious nodule on an unspecified date. Additional info received on 03/10/2008: the physician reports that the pt applied poly-lactic acid on (B)(6) 2006 (via deep dermis), and presented with the adverse event. The company consultant was contacted and clarified that the pt presented with 1 infectious nodule and redness in the malar area. According to her, the nodule is growing up and antibiotic therapy was adopted. Event outcome ongoing. (B)(4). Reporter's causality assessment: not provided. Addendum 04/03/2008: upon further review, it was discovered that "additional info received on 03/10/2008" was entered incorrectly. This case has been corrected to "additional info received on 03/20/2008." Addendum for follow-up info received on 04/04/2008: (B)(4): brr (batch record review) without hint to root cause. No faults, defects, damages detectable. Since no lot number is available, an investigation has been performed on the documentation of all potentially involved manufactured batches marketed in (B)(4). The review of the DHR (device history records) and of the analytical results of these batches didn't show any anomaly that could be related to the event occurred. The investigation results show that this kind of event isn't batch related.